Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose and dka on (B)(6) 2018 with blood glucose of 1400 mg/dl at the time of the incident. The customer was at 134 mg/dl at the time of the call. The customer was given manual injections and intravenous fluids to treat. The customer went as low as 16 mg/dl after treating the high. The customer was wearing the insulin pump during the incident. The customer believes the pump was under delivering. Troubleshooting was completed but did not resolve the issue. The customer mentioned a stripped battery cap. The reservoir will be returned for analysis.